Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally programmed and delivered a bolus dosing of 10 units. At the time of the reported event, the customer's blood glucose (bg) level was 236 mg/dl. The customer went to the emergency room (ER), but was unable to recall bg value of when the customer arrived at the ER. The customer was treated with dextrose and orange juice while at the ER, and left the ER 3 hours later with a bg of 168 mg/dl and feeling "normal".